Event description:
A (B)(6) male pt contacted lifecor customer support to report that he received a message saying his belt was defective and needed a new one. A review of the pt's download revealed a "gel previously released" flag. The pt did not have any leaking gel on his electrode belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel release flags) has been confirmed. The cause of the gel release flag was due to a damaged cable. The black gel fire wire was disconnected from the distribution node. The monitor recognized the open gel fire circuit, showing that the gel fire circuit had been blown. The root cause of the disconnected wires cannot be positively determined, but was likely caused by excessive force. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.